Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the safety disk was malfunctioning, and after replaced it with a part from the customer's stock. The unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) displayed an "autofill failure" alarm. The issue was discovered by the customer, no patient involved.